Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent unravelled on removal. (B)(4). Stent indwell for 12 months and the patient was not evaluated during this period due to covid per customer input ¿. How often was the stent checked during the in-dwelling time? Probably not at all, it was during covid so hospital attendances discouraged and we wouldn¿t routinely check a stent during its advised dwell time, nor even if it went a short while beyond it esp since it was still in the 12 month period of the product¿ this file (B)(4) will capture user error: the patient was not evaluated during stent indwell.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the resonance stent set device of an unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance stent set devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted this complaint was raised during the investigation of (B)(4) when it was noted in the customer input that the patient was not monitoring during stent indwell. It should be noted that the instructions for use (ifu0020) states the following: ¿patient should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patient using calcium supplement must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage¿. There is sufficient evidence to suggest the user did not follow the IFU. Image review n/a. Root cause review: a definitive root cause of a user error situation was identified from the available information. Per the customer input, the patient was not routinely monitoring during stent indwell. Per IFU the patient should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patient using calcium supplement must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage. Therefore, this is deemed user error. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient the patient is now on long term nephrostomy as his stricture is still present. Complaints of this nature will continue to be monitored for potential emerging trends.